Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Gradual deterioration in hearing performance with the device observed by the teachers and the parents since past 15 days. Further technical checks and medical intervention is considered.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient's hearing performance deteriorated recently. From the received measurements, the device seemed to work within normal limits. However, the received information does not allow root cause determination for the reported issue. Further technical checks and medical intervention are considered by the clinic.

Event description:
Gradual deterioration in hearing performance with the device observed by the teachers and the parents since past 15 days. Further technical checks and medical intervention is considered.